Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sigmoidectomy procedure, after opening the device, they found two products with the needle and the thread disengaged and one product with broken thread at point of less 1cm from the needle. The event occurred during the procedure but the product was not used for patient. The procedure was completed with another device. There was no patient injury.